Manufacturer narrative:
The report of ¿cannot connect to ipg¿ was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the explant procedure. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Event description:
It was reported during surgical procedure to address discomfort at the ipg site, the ipg lost communication to external devices. The ipg was deemed inoperable. As a result, the ipg was explanted and replaced to address the issue. Therapy was restored post-op.